Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. The sample was not returned for evaluation. A review of the manufacturing records for this lot of 170 units was performed and no issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing procedures and inspection procedures. Product passed all required inspections. There were no manufacturing abnormalities that may have contributed to this complaint. Recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use, provided with the device, as possible complications. Regarding adhesions the warning section of the instructions-for-use states, "ensure proper orientation; the coated side of ventralight¿ st mesh with echo ps¿ positioning system should be oriented against the bowel or sensitive organs. Do not place the polypropylene side against the bowel. There is a possibility for adhesion formation when the polypropylene side is placed in direct contact with the bowel or viscera." Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that a patient who had previously undergone hernia repair surgery with a davol ventralight st w/ echo ps experienced a recurrence. As reported a laparoscopic revision procedure was performed and the mesh was explanted. As reported, it was observed during the laparotomy that, the mesh was still attached with tackers, but was loose in the contrasite. There was severe adhesions to the mesh, "as if the st barrier never had been there." As reported the mesh was bunched together, and that was assessed as the reason for pain and the recurrence of the hernia.